Event description:
It was reported that the usage was discontinued due to air leakage from near the inlet of the inflation line. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One used device was returned for evaluation. Visual inspection was performed. The device appeared to be in good condition. The testing could not duplicate the customer reported problem. Functional testing was not performed. The root cause of the issue could not be determined as no problem was found. No further actions. A device history record could not be completed as no lot number was received.